Event description:
I had a knee replacement. I was told I wouldn't hurt no more. Well that wasn't true. I hurt even more. The pain just got worse and worse. My knee was swollen and it had a knot on the side of my knee. I went to the dr. And he said I had to have another knee replacement that the one I had was loosening. That if I didn't it would put me on the ground. Well before I could have it done, I fell 3 times. Twice I had to go to the hospital. I got the revision and I still hurt. My knee is numb on the side now it runs down my leg and feet. My toes are numb. This isn't right. I shouldn't hurt like this. I can't deal with this no more. I can't find nobody to help me. I don't know what to do no more. I am having to see a psychiatrist. I'm so tired of being in pain all the time. If there anything you could do for me?